Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No insulin pump alarm noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no low battery alert and blank display noted. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than one week and the pump alerted loose drive and unexpected restart. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to clean the battery cap with dry cotton swab and that a new pump would be mailed to them and to call back if this does not resolve the issue.